Event description:
The customer reported a no power condition. There was no patient involvement reported.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4). No repair information was provided to philips.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.